Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted during a stent placement procedure performed on an unknown date. During the procedure, the little plastic blue piece at the end of the wire broke off, and the stent did not deploy. It was also indicated that other serious or important medical events were considered outcomes attributed to the adverse event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H1 (related report number) was corrected to include the medwatch number. B3: approximated based on the date of event provided which is (B)(6) 2025. H6: imdrf patient code e2401 captures the reportable event of other serious or important medical events.

Manufacturer narrative:
Block b3: approximated based on the date of event provided which is june-2025. Block h6: imdrf patient code e2401 captures the reportable event of other serious or important medical events.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted during a stent placement procedure performed on an unknown date. During the procedure, the little plastic blue piece at the end of the wire broke off, and the stent did not deploy. It was also indicated that other serious or important medical events were considered outcomes attributed to the adverse event. No further information has been obtained despite good faith efforts.